Event description:
It was reported that the patient had an unspecified leak in his artificial urinary sphincter (aus) system and was experiencing incontinence. An MRI determined that implant was empty however, the physician was unable to locate the source of the leak. The aus system and components were explanted and replaced. There were no patient complications reported.